Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Device read out of range shock impedance sporadically after implant with pocket manipulation. Patient's device was examined and set screw was not down completely on df1 connector. The set screw was tightened and all measurements were in range. The device remains implanted.

Manufacturer narrative:
(B)(4).